Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported while getting prepped to access a port-a-cath when connecting cap to port needle noted extra piece of plastic within connector hub. Appears a small white piece of plastic within the hub. Different port needle retrieved and used for access. Device was clean or not used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residue on the sample. The dust cap was attached to luer hub and the needle cover was present. A microscopic observation revealed two small white materials within the luer hub. The dust cap was observed to have a torn stem. The damage on the stem appeared to have about the same size and shape as the piece of white material found in the luer hub. The damaged dust cap was determined to be related to the manufacture of the device. The device is a supplied component, and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.